Event description:
A ccpd (continuous cycling peritoneal dialysis) patient's daughter called into technical support for help with a cycler alarm. After the treatment was cancelled and the cassette removed, it was noted there was fluid inside the cycler on the pump heads. The patient did not require medical intervention as a result and his effluent has remained clear. He continues on ccpd. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.